Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon had difficulty removing the stapler from patient's cavity during open lower anterior resection. To release the device, the surgeon tried to rotate the knob to other way direction. There was no patient injury.